Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one straight tip guidewire loaded into an introducer needle in a guidewire hoop was returned for evaluation. Visual, functional and dimensional evaluations were performed. The straight tip of the guidewire was not protruding the introducer needle bevel. An attempt to advance the straight-tip guidewire into the introducer needle was performed and was successful. The distal portion of the guidewire appeared bent and slightly stretched. Uncoiling was not noted throughout the guidewire. Therefore the investigation is confirmed for the reported deformation and identified stretched issues. However, the investigation is inconclusive for the reported failure to advance issue as the sample evaluation results indicating no difficulty under laboratory conditions may not be representative of the condition of the device during use. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure the guidewire was allegedly bent and could not be advanced. There was no reported patient injury. Further investigation found material stretched.